Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Cutting mouth [mouth injury]. Cutting gums [gingival injury]. One of the heads fell apart with the tiny nail falling into and cutting mouth and gums - oral b precision toothbrush head [injury associated with device]. One of the brush heads fell apart with the tiny nail falling [device breakage]. Case description: a female consumer of unspecified age reported via e-mail on (B)(6) 2016 that while she brushed her teeth with an oral-b rechargeable toothbrush, version unknown, one of the oral-b power oral care refills precision clean fell apart with the tiny nail falling into and cutting her mouth and gums. The case outcome was unknown. No further information was provided.